Manufacturer narrative:
Examination of the returned pump found a dark red, hard deposition on the blades and body of the rotor. The dark red deposition was denatured and laminated, indicating that it was present while the pump was supporting the patient. The laminated layers suggest that the depositions may have originated on the inlet bearing and was ingested into the rotor. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, the deposition could have been present during operation and contributed to the patient¿s elevated lactate dehydrogenase and power elevation. The blades and body of the rotor also revealed a white sheet-like foreign material. Infrared spectroscopy (ftir) comparison analysis of the material identified it as ptfe (polytetrafluoroethylene) that matched the composition of a ptfe pledget; however, the exact nature and origin of the foreign material could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the system controller log file found no notable alarms active prior to the day of the patient passing. A correlation between the device and the reported stroke could not be conclusively determined through the evaluation of the returned device. The instructions for use lists stroke and thrombus as potential adverse events associated with the use of the left ventricular assist device. The device history records showed no deviations from manufacturing or quality assurance specifications. A system controller was also returned for evaluation. The device passed all testing and was found to operate as intended. Review of the system controller log file found no atypical alarms active prior to the patient event. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 3.5 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient experienced elevating lactate dehydrogenase levels with a subsequent ischemic cerebrovascular accident (cva) that was confirmed via CT scan. The patient reportedly had evidence of pump thrombosis with elevation in lactate dehydrogenase, bilirubin, and pump readings. After the patient experienced the cva, anticoagulation regimen was modified. The patient's organ functions reportedly deteriorated and the patient was started on dialysis. The physicians discussed options of performing a pump exchange or placing the patient on the urgent transplant list; however, the patient's relatives believed that the patient did not want an operation performed. The patient expired on (B)(6) 2015 with the cause of death noted as multi-organ failure after suspicion of device thrombosis.